Event description:
This pt has a long standing history of rhematoid arthritis with endstage disease of the metacarpophalangeal joints with swanson arthroplasties. She presented to this facility for failed arthroplasties of the middle and index finger of the right hand. Intraoperatively, there was evidence of synovitis and the implant of the right middle finger was found to be fractured. This was removed and replaced.